Event description:
It was reported that the patient experienced an urgent low glucose event during the night, and the cause was unclear; troubleshooting and education were completed, and oral glucose was administered. Symptoms included hypoglycemia. Outcomes included an urgent low glucose episode that required prompt treatment. Investigation included case intake with troubleshooting and educational guidance. Investigation of this case revealed no device malfunction or component failure was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.